Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review. The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown . Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-00100 / 00103). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received in the form of patient medical records.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004 and that subsequent revision procedures occurred on (B)(6) 2011 and (B)(6) 2012 allegedly due to elevated metal ions. A review of invoice history confirmed that biomet product was implanted on (B)(6) 2004 and the biomet head was removed and replaced with another biomet head on (B)(6) 2011. Invoices could not be located for the other dates reported, which likely indicates competitor product was implanted during those procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.